Event description:
It was reported that during an attempted transcatheter aortic valve procedure, after a pre-implant balloon dilation and exchange of the introducer for the delivery catheter system (dcs), the non-medtronic guidewire became stuck inside the dcs while advancing through the right external femoral/iliac access. After several withdrawal attempts, the guidewire began to unravel and became more trapped. After several forced attempts, the dcs was removed, and a right external iliac artery (eia) dissection was reported with loss of right-sided arterial access. The procedure was aborted due to difficulty with the technique and access. Of note, the eia minimum diameter was 4.1 mm and was tortuous and calcified. No treatment was performed for the dissection as the dissection was against the blood flow. Per the physician, the dcs did not cause or contribute to the dissection.

Manufacturer narrative:
D10. Continuation - concomitant medical devices in use during the event include: medtronic product ID: evfxplus-26; product serial number: (B)(6); product type: 0195-heart valves; non-medtronic product ID: safari extra small guidewire; product lot number: unknown; a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.